Event description:
It was reported that during the implant procedure, the lead tip broke-off while the physician was twisting with the wrench to extrude the screw. Lead was removed and a new lead was implanted. Patient¿s condition was good before and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.